Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces for analysis. Final analysis found two external insulation abrasions breaching the ring electrode and superior vena cava cable lumens consistent with friction to another implanted device or feature of the patient anatomy proximal to the superior vena cava shock coil. One ring electrode cable coating was noted to be abraded, while the other cable was intact at the ring electrode cable lumen. Three external abrasions consistent with friction to device can breaching the optim sheath was also found proximal to the superior vena cava shock coil. The lead insulation beneath was intact at the three locations. The cause of noise was due to the exposure of ring electrode cable conductor at the ring electrode cable lumen abrasion zone.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. The lead was explanted and replaced. The patient's status was unknown.